Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: drive unit failureadditional text: driveline separated from metal connectorspecific component(s) involved: driveline malfunctionadditional text: (B)(4)other component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : clam shell repair by clinical specialistimplant device type: lvadmalfunction device type: